Manufacturer narrative:
A ge rep evaluated the system and replaced the c rotation brake pad. System operates as intended.

Event description:
Customer reported the c-arm brake will not disengage. No pt injury was reported.